Event description:
It was reported that this right atrial (ra) lead had an increase in the capture thresholds and an x-ray confirmed that the slack of the lead had pulled back, but the tip of the lead remained in position. This lead was successfully revised and remains in service. No additional adverse patient effects were reported.